Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the pt presented with reptured aneurysm and was taken to the operating room where the stent graft were wxplanted. A 20mm bifurcated hemashield graft was sewn to the aorta. The pt was discharged having tolerated the procedure well. Medtronic received the explanted stent graft and its evaluation is pending.